Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and DHR review performed. The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the device jaw broken off in the fractured condition. The fracture occurred near the weld joint. Analysis conducted by an independent lab and it is concluded that this type of fractures is a result of metal fatigue and not failure of the weld joint. Evaluation also noted that one jaw was detached approximately 1.215" from the distal end near the weld joint. Despite the detached jaw, the device functioned as intended. The cause of the broken jaw could not be determined. The DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device has returned to olympus for evaluation, however the evaluation has not yet been completed. The cause of the reported complaint cannot yet be confirmed. As a preventive measure, the device instructions for use contain directions for pre-procedure inspection of the device, including visual inspection and functional verification. To prevent damage to the jaws, the instructions for use state, ¿if using the forceps jaws and shaft of the instrument to leverage tissue, ensure the forceps jaws are closed to prevent deformation of the forceps jaws.¿ and ¿caution: do not use abrasive pads or sharp instruments to remove char from the forceps jaws.¿ additionally, ¿during the procedure, check the device and cord / cable regularly for damage.¿ this report will be updated as additional information becomes available regarding the device malfunction or impact to the patient.

Event description:
Olympus was informed that during a hysterectomy procedure with adnexectomy, part of the tip fell off into the patient while the device was grasping tissue. The fallen fragment was retrieved with another instrument. The procedure was completed using another similar device. There was no reported patient injury.